Event description:
It was reported that the lead integrity alert (lia) had triggered for high right ventricular (rv) lead pacing impedance. There was an apparent fracture. Of note, the patient had fallen recently. The detections were turned off. The lead was capped and replaced. Also reported was that the implantable cardioverter defibrillator (ICD) did not meet the expectations of the physician for longevity. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: product ID 694965 implantable tachy lead, implanted: (B)(6) 2007, explanted: (B)(6) 2013. (B)(4).